Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced pocket stimulation. There was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. The device was unable to be interrogated. There was explanted and replaced. No further patient complications have been reported as a result of this event.